Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 435 mg/dl. The customer was treated for high blood glucose with injection. The customer reported via phone call indicating that the insulin pump alarm check setting. Customer's blood glucose at time of incident was unknown. Customer stated the alarm occurred during the first rewind. The customer was assisted in checking setting.